Manufacturer narrative:
This issue has previously been reported on (B)(4) with MDR #3030677-2019-00148. The investigation is still pending.

Event description:
It has been reported that the device is failing self-test.